Event description:
It was reported that the 9800 system experienced a single instance of collimator closed and all squares across mainframe. There was no report of pt injury.

Manufacturer narrative:
A ge service presentative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.